Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed however, there were no observations of pacing inhibition. It was believed this was due to an insulation break. Subsequently, this lead was laser extracted and a new lead was implanted. The implantable cardioverter defibrillator (ICD) was explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported.